Event description:
Patient was revised to address tibial loosening and osteolysis.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event; however, provided information stated the patient large physical stature (weight) was a contributing factor. Provided information indicated the products were not suspected of failing to meet specifications. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.